Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator would not provide pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal tubing needs to be reconnected to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.